Event description:
Event description guidant received information that this ventricular lead was explanted due to dislodgment out of the ventricle, after 21/2 years in service. The patient had an intrinsic rhythm and was not aware that the lead was not capturing. There were no adverse effects.